Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increased mean gradient pressure after clip deployment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). When the leaflets were grasped with the mitraclip, the mean gradient pressure increased from 3 mm hg to 10 mm hg. Since the mr was reduced to grade 2, it was thought that the patient could tolerate this mean gradient pressure of 10 mm hg. The mitraclip was successfully deployed and mr was reduced to grade 2, but mean gradient pressure was 10 mm hg. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to patient/procedural conditions. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.